Manufacturer narrative:
B3: unknown; no information has been provided to date.one device was returned for analysis. Visual inspection found a torn(dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a weak internal battery. The downstream occlusion seal and printed wire assembly (pwa) board were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because of bad motherboard. Upon physical inspection, a torn downstream occlusion sensor (dso)was found. There was a patient involvement, no patient injury was reported.